Manufacturer narrative:
The ziess combined cable was returned to the manufacturer for analysis. Analysis found that the cable had no physical damage however continuity test revealed opens between pins of connectors. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation device was not communicating with the zeiss and the cable had visible damage. There was no patient present when this issue was identified.